Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: : product ID: 8781, lot# n584331001, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, lot# n584331001, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (100 0mcg/ml at 150 mcg/day). The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that since an unknown date the patient's arms were too loose and their legs were too tight. As a result the hcp moved the catheter tip from t1 to t6. The issue was resolved at the time of the report and the patient's status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.